Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection manifested by cloudy drain. The patient was hospitalized due to cloudy drain. The cause, treatment and action taken with pd therapy were no reported. At the time of this report, the event was remained ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.